Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the bad image quality could not be confirmed. It is possible the video function did not function properly due to the partial disconnection of the cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the video connector was smashed, had a small dent and the cable was kinked. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for use, a bad quality image displayed on the hd 3cmos autoclavable camera head. The intended procedure was completed by using a similar device. There was no delay reported. There were no reports of patient harm associated with this event.